Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The information provided to date is limited. Based on the information provided at this time, no conclusions can be made. Based on the available information the event and implant date have been estimated. Recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section of the instructions-for-use as a possible complication. Additionally, the warning section of instructions-for-use states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extent beyond the margins of the defect at least 3 to 5 cm." A lot number was not provided therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol: it was alleged that in 2014 the patient was implanted with a davol ventralight st mesh during a laparoscopic hernia repair procedure. The contact alleges that in 2017 the patient was diagnosed with a recurrent hernia and underwent an open repair. The contact states he does not know if mesh was used to repair the recurrent hernia, nor is it known if the ventralight st mesh was removed. The contact states, that the surgeon "fixed the problem" and the hernia is now repaired.

Event description:
The following was reported to davol: it was alleged that in 2014 the patient was implanted with a davol ventralight st mesh during a laparoscopic hernia repair procedure. The contact alleges that in 2017 the patient was diagnosed with a recurrent hernia and underwent an open repair. The contact states he does not know if mesh was used to repair the recurrent hernia, nor is it known if the ventralight st mesh was removed. The contact states, that the surgeon "fixed the problem" and the hernia is now repaired. Addendum as per legal claim: attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralight st mesh (x2) on (B)(6) 2014 and (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The information provided to date is limited. Based on the information provided at this time, no conclusions can be made. Based on the available information the event and implant date have been estimated. Recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section of the instructions-for-use as a possible complication. Additionally, the warning section of instructions-for-use states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extent beyond the margins of the defect at least 3 to 5 cm." A lot number was not provided therefore, a review of the manufacturing records is not possible. Addendum: h11: this is an addendum to the supplemental emdr to report the updated implant date provided in the legal claim and additional product implant details. No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This supplemental emdr represents the bard/davol ventralight st mesh (device #1). An additional emdr was submitted to represent the bard/davol ventralight st mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted. Note:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : not returned.